Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported that the screws were noted to be loosening. New screws were implanted. Additional information has been requested but none has been received at the time of this report.